Event description:
A report was received that the patient will undergo a lead revision. The patient had a previous surgery wherein the physician cut the leads.

Event description:
A report was received that the patient will undergo a lead revision. The patient had a previous surgery wherein the physician cut the leads.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient did not have a revision. The information that patient¿s leads were cut during a previous surgery was inaccurate. The patient¿s leads and battery were fine and the patient has good coverage.